Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a remote follow-up via merlin.net on (B)(6) 2020 with high out of range - oor atrial lead impedance. Patient presented to the clinic on (B)(6) 2020, where it was confirmed that the atrial lead was exhibiting high oor impedance. It was also revealed that the lead was failing to sense and capture in the bipolar configuration. Physician reprogrammed the device in order to address the issue. An x-ray performed the week after revealed a lead fracture. No additional intervention has been performed with regards to the fracture. Patient condition was stable after the event.